Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc was not run post the event (prior to recalibration). A bci field service engineer (fse) evaluated the instrument which passed performance specification. On (B)(4) 2010 maintenance was performed on the instrument. Fse noted change in calibration recovery immediately after the maintenance and attributed the change to the calibration. Fse monitored the account and did not note recovery shift post newly performed maintenance. On (B)(4) 2010 maintenance was performed on a second unit, which also exhibited similar issue. Med-watch # 2050012-2011-00044 is associated with the second unit. Root cause for this event is maintenance related.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the synchron lx20 clinical system several hours after performing maintenance. The erroneous results were reported out of the laboratory and questioned by the physician a total of 159 samples were rerun on either the same unit or an alternate unit and higher results were obtained. Amended reports were initiated. Data are not available and the customer stated that the original na results recovery dropped 6-10 mmol/l. Patient treatment was not impacted by this event.